Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified left superficial femoral artery. The 5.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion without issue. The balloon was inflated multiple times to 14 atmospheres (atm) then it ruptured at 11 atm. A new unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture, scratches and shaft bends appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.